Event description:
The facility's biomedical engineering dept reported an infusion pump that "lost primary program and changed to another program during infusion." The pump was reported to be infusing nitroglycerine drip at an unk rates. Nurse informed biomed that she was weaning the nitroglycerine drip in a "microgram per minute" program. The pump was reported to change the program and the nurse was not able to restore it. The nurse continued to wean the drip in a "primary volume-time" setting. According to biomed, no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis, or status, rates of the medication involved, or set up of the infusion device.